Event description:
On or about august 13, 1996, pt was implanted with screw for treatment of slipped capital femoral epiphysis. On 8/30/96 at pt 2 week follow-up visit, dr noted breakage of screw at the mid shaft. Piece of screw remains in pt.